Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose was not impacted. As tandem technical support was not contacted at the time of the reported issue, a system check was not performed.